Event description:
A distributor complaint was reported from norway involving a patient who was hospitalized and had experienced symptoms of hypoglycemia, resulting in a seizure and loss of consciousness. The patient called for help and requested soda before collapsing, subsequently hitting his head and biting his tongue. His parents were present and administered soda and sports gel, leading to the patient regaining full consciousness about 45 minutes later. The customer's blood glucose values did not drop below 64.08 mg/dl. The pump delivered an automatic correction bolus, and the blood glucose levels had stabilized. No additional corrective actions or device returns were recorded in the incident report. Information pertaining to admission and discharge dates were not provided.